Event description:
It was reported that there has been a gradual rise in shock lead impedance (sli). Recently, the sli reached 125 ohms. Additionally, the pace impedance had reached higher than the upper rate limit of 1200 ohms. Technical services recommend commanded shock delivery, if device were to reach the 145-150 ohm range with daily measurements. The health care professional (hcp) was going to bring the patient in to clear the alert. It was also suggested for the hcp to test the lead. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) was consulted and upon review, no stored episodes or alerts were noted. The patient was referred to contact their clinic regarding the red call doctor icon. Moreover, additional information was received that no alerts were found that correlated to the date of the red call doctor icon. However, it was noted that this device system has exhibited high out of range shock impedance measurements since 2020. No adverse patient effects were reported. At this time, this device remains in service and there were no adverse patient effects reported.

Event description:
It was reported that there has been a gradual rise in shock lead impedance (sli). Recently, the sli reached 125 ohms. Additionally, the pace impedance had reached higher than the upper rate limit of 1200 ohms. Technical services recommend commanded shock delivery, if device were to reach the 145-150 ohm range with daily measurements. The health care professional (hcp) was going to bring the patient in to clear the alert. It was also suggested for the hcp to test the lead. Additional information was received that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) was consulted and upon review, no stored episodes or alerts were noted. The patient was referred to contact their clinic regarding the red call doctor icon. Moreover, additional information was received that no alerts were found that correlated to the date of the red call doctor icon. However, it was noted that this device system has exhibited high out of range shock impedance measurements since 2020. Additional information was received that a chest x ray was performed and a lead fracture was suspected. A revision procedure was performed and the lead was capped and surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that there has been a gradual rise in shock lead impedance (sli). Recently, the sli reached 125 ohms. Additionally, the pace impedance had reached higher than the upper rate limit of 1200 ohms. Technical services recommend commanded shock delivery, if device were to reach the 145-150 ohm range with daily measurements. The health care professional (hcp) was going to bring the patient in to clear the alert. It was also suggested for the hcp to test the lead. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.